Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device jaws remained close. A new device was used to resolve the issue and complete the case.

Manufacturer narrative:
Correction is for report 9612501-2019-01464 which previously reported the date as (B)(6)2019. If information is provided in the future, a supplemental report will be issued.